Manufacturer narrative:
E: first name and last name of initial reporter is unknown. G2: country of origin is japan. H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for primary osteoporosis. It was reported that the l3 right balloon was broken, and the left side was also found to be broken. Re-expand with additional product, but still, the right side was also broken. There was no problem with the left side. Type of fracture: compression fracture. There was a delay of less than 60 minutes in the overall procedure. The procedure was completed by using a new product. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the balloon was broken inside the patient and then removed.